Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that some of the led segments on the display are burned out. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, some led segments do not illuminate. Corrosion was found on the system board. The system board was replaced and the unit functioned as design. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.